Manufacturer narrative:
¿The pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer¿s blood glucose reached 110 mg/dl. Reportedly, the customer reused cartridges and loaded additional insulin into cartridges that had already been loaded. At the time of the report with tandem technical support the insulin gauge was accurate.